Event description:
Boston scientific received info that the electrode incision site post-implant, continued to be a source of infection. Oral antibiotic were administered; however, the infection remained unresolved. As a result, the physician elected to surgically intervene and explant both the electrode and the associated device. No adverse pt effects were reported and no return of product is expected. Other system would be discussed for implant at a later date.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.